Event description:
The event was reported to boston scientific and stated that: "we started at 7:30 am with the basic study to find the site of the arrhythmia, around 9:30 am, when we went for the ablation, the running test with the test equipment box were performed and the tests were successful. Timed parameters required by the doctor were programmed. When the record button mem 1 was pressed, the maestro reported flaw (system fault) in the system. I called to order a new maestro, which was dispatched from the warehouse. It took 2 and one half hours to reach to where the procedure was being performed. During the waiting time, the physician removed the patient's catheters. Once the maestro arrived, the procedure was restarted. No problems occur with the new maestro, only prolonging procedure because they had to look again to ectopic ablation. He finished the successful procedure. A bolus of heparin was applied as prevention of thrombus and prolonged procedure."

Manufacturer narrative:
Device is expected to be returned, a follow-up report, once investigation is completed, will be submitted.